Event description:
Bilateral total knee replacements using a zimmer system. Normal post-op pain continued thru remainder of 2007 and into 2008 when pain and three falls caused by left knee failure occurred. Pain has continued and worsened, limiting normal activities to present date. Therapy started (B)(6) 2007.